Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing pacemaker syndrome in which they were felt uncomfortable, ¿heart beating in the throat¿, light headed, and a vibratory alert and arrived to the emergency room. Upon device interrogation, the implantable cardioverter defibrillator exhibited backup vvi operations. Programming changes were made restoring the device to normal settings. The patient was stable after the programming changes.